Event description:
During a bronchoscopy, we were dilating the airway with a boston scientific cre pulmonary balloon (10/11/12mm 3cm) when the balloon popped inside the patient. The balloon was filled with a 50/50 mixture of omnipaque 350 mgi/ml and normal saline.